Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap does not lock properly into the reservoir compartment due to partially broken reservoir tube lip, missing reservoir tube o ring and missing retainer ring. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o ring, missing retainer ring, dog chew marks on the pump case, cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, missing display window cover, scratched case and cracked lcd window. Cosmetic damage was confirmed at the reservoir tube and dog chew marks. For additional information regarding the tests performed refer to (B)(4)-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was damaged on the reservoir tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.